Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A cardiac arrest occurred. The procedure was cancelled. It was reported that versacross connect access solution was selected for use during a watchman procedure. The physician got right femoral access and crossed the septum with the versacross system. The patient's oxygen saturation began to drop roughly thirty seconds after crossing the septum, the heart rate dropped, and pulse was weak. The echocardiogram looked for effusion, but nothing was noted. The physician then pulled the watchman sheath into the inferior vena cava (ivc) and the staff began compressions which continued for roughly five minutes. The patient regained a rhythm, and they blood pressure was 198/90 from the compressors. Another echocardiogram noticed tr changed from moderate to severe. Therefore, the physician decided to cancel the procedure, and the patient got brought to the ccu - cardiac care unit. The device is not expected to be returned for analysis (disposed). The tsp was reported to be very smooth. No other issue was noted. No reason to believe the versacross wire malfunctioned, nor that the versacross wire or dilator contributed to the event.